Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) used a new cartridge of the same lot of total bilirubin (tbil) reagent to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous low patient results for total bilirubin (tbil) on the unicel dxc 660i synchron access clinical system. The erroneous results were reported outside of the lab. There was no change in patient treatment in association with this event.